Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, their receiver displayed an error message for low transmitter battery. There was no report of injury or medical intervention. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 06/22/2016 and did not confirm the reported event of receiver message for low transmitter battery. However, data investigation done on 07/07/2016 did confirm a transmitter failure on (B)(6) 2016. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and the test failed. A review of the log from the voltage test confirmed the reported event of a low transmitter battery. A root cause could not be determined.